Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also noted that the physician wanted to extract the lead, however, was unable to do so. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6726 adaptor - (B)(6) 2007; 6721l implantable tachy lead - (B)(6) 2007. (B)(4).